Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified broken shell and missing a piece of shell (0-25%). Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified one sharp broken crease on the posterior, stress marks, and one striated broken edge on the radius. Based on the device analysis the final assessment was one sharp broken crease on the posterior assessed as fold flaw opening, one broken striated edge on the radius assessed as surgical damage consistent in the use of some surgical tools, and missing shell assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted.